Event description:
The customer reported the unit went to ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. It is unknown if the unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
Through follow-ups, customer indicated that the information is no longer available. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.